Manufacturer narrative:
On (B)(6) 2015 an fse was dispatched to the address, the fse determined that the pick up assembly and z axis movement shorted which caused the driver board to fail. This caused the smoke smell. There was no reported harm or injury to the customer. The fse replaced the pick up assembly, driver board and completed alignments. The analyzer was turned back over to the customer and performed as expected. The aia-900 analyzer is functioning as intended with all issues cleared. No further action required by fse. The most probable cause of the reported event the pick up assembly and driver board fault or failure. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported the following errors with their a1a 900 anazlyer 3108, 3109 and 4152 which are related to the pickup assembly and z axis movement. The customer also reported smelling smoke. A field service engineer (fse) was dispatched on (B)(6) to address the reported event,.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.